Event description:
It was reported by the patient, that this implantable cardioverter-defibrillator (ICD) may have delivered multiple inappropriate electrical shocks due to possible atrial fibrillation (af). Currently, this ICD remains in use and no additional adverse events have been reported.

Manufacturer narrative:
This report contains a correction to b5: describe event or problem for greater clarity.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) delivered multiple inappropriate electrical shocks due to possible atrial fibrillation (af). The ICD was deactivated. Currently, this ICD remains in use and no additional adverse events have been reported in patients.